Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used in late 2007. According to the complainant, "the [suture thread] was stuck and [the] stent [could] not be deployed." The procedure was successfully completed with a second ultraflex covered esophageal stent. At the conclusion of the procedure, the patient's condition was reported as "stable."

Manufacturer narrative:
The event, as originally reported, did not indicate a reportable malfunction; however, eval of the returned device is consistent with an MDR-reportable malfunction. This MFR report is being submitted based on these eval results. A visual inspection of the returned device revealed that the distal stent loops were partially deployed and the deployment thread had entangled with the black monofilament retention suture (see figure 1, page 3). Visual examination of the stent revealed that the polyurethane cover had been damaged (see figure 2, page 3). The root cause of the failed deployment and cover damage is unk. A review of the device history record for the pertinent lot was completed; no anomalies. A search of the complaint database revealed that no additional complaint have been reported for this lot. The january 2008 15-month ultraflex esophageal stent product family complaint trend report for this failure mode, has been reviewed; no unfavorable trend was noted. Page.